Event description:
The customer reported the system displayed poor image quality. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was found needing replacement. Waiting on customer approval for repairs.